Event description:
It was reported that the m4 microdebrider handpiece immediately started making a clicking noise intraoperatively and got hot. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The alleged complaint could not be duplicated as the handpiece was not running upon arrival and the thumbwheel was not locking, however, the following out of specification conditions were found...seals and bearings were replaced due to wear and thumbwheel, bushing, pinion gear, housing, motor and cable were also replaced due to saline corrosion.